Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a solent dista thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were visually inspected. Blood was present outside and inside the device and in the attached waste bag. A third of the boot was filled with fluid, when received. Visual inspection of the device revealed that the outer shaft was partially detached and only being held together by a few pieces of braiding 40.5 distal of the strain relief. It was also found at this location that there was no hypotube visible, indicating that the hypotube was broken and pulled back into both sides of the shaft. The shaft was damaged, causing the hypotube to break. When the hypotube is broken, the device will not prime and the console will continue to try and prime the catheter. This will cause the 'check saline supply' error to display on the console and the device not to prime with the boot filling with fluid.

Event description:
Reportable based on device analysis completed on 03oct2019. It was reported that an error message occurred during the procedure. An angiojet solent dista catheter was selected for a thrombectomy procedure below the knee. During the procedure, a check the sodium error message occurred. The procedure was completed with another of the same device. There were no patient complications reported. However, device analysis revealed a broken hypotube.